Manufacturer narrative:
Additional information has been provided by the customer. The discrepant results were from separate patient samples. Both results were reported outside the laboratory. An additional result of 6.75 ng/ml accompanied by a data flag was supplied by the customer for this patient. Additional information has been provided indicating that the date the manufacturer was made aware was 07/10/2013.

Event description:
The customer alleged they received a questionable 25-hydroxyvitamin d (vitd) result for one patient on their e411 analyzer. The patient's initial vitd result was 6.43 ng/ml accompanied by a data flag and it was reported to the patient. When the patient's consulting doctor questioned the initial result, a resampling was done on (B)(6) 2013. Information on whether this was from the same sample as the initial result was requested, but not provided. The repeat result was 19.97 ng/ml accompanied by a data flag. Information on whether the patient was adversely affected was requested, but not provided. The vitd reagent lot number was 170827 and the expiration date was 11/29/2013. The customer stated a random sample was run twice to verify the analyzer precision and the results were good.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. The calibration and quality control data were within range and a reagent issue was not likely.

Manufacturer narrative:
This event occurred in the (B)(6).